Manufacturer narrative:
(B)(4). The reported field event of inadequate capture was confirmed in the laboratory and was due to the depleted state of the battery. Due to insufficient information regarding the device parameter settings and usage information, it is not possible to conclusively determine if the battery depletion was normal or premature. The device was tested on the bench and no anomalies were found.

Event description:
It was reported the pacemaker may had reached elective replacement indicator faster than expected. Interrogation could not be completed with the assigned programmer and prompted an message to use the old programmer instead. At that point, the patient went bradycardic and experienced dizziness. The pacemaker also had failed to capture. Pacing and the patient symptoms were restored once emergency vvi was programmed. The cause for loss of capture was not determined. The device was explanted. The patient condition is stable and has been discharged.